Manufacturer narrative:
Philips received a complaint regarding the philips efficia dfm100 defibrillator, specifically indicating a broken therapy connection. There was no reported patient impact or injury. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The device remains at the customer's site. No further action is required at this time. H3 other text : customer did not respond to requests for additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy connection is broken. There was no reported patient impact or injury.